Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patients at surgery, but it wasn't carried out the connection of the water suction hose coming out of the joint where the surgery is performed. However, yesterday we realized that the water coming out of our vapr vue was boiling. The equipment programmed at standard temperatures caused a major high in the temperatures. Finally the burn is hot water.

Manufacturer narrative:
The complaint device is not available for a physical evaluation. However, it was reported by the customer that the cause of this incident was determined to be failure to follow instructions. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Additional information received on 9-19-16: it was informed by the hospital that during using the equipment by the hospital, they did not connect the suction hose off the equipment, (which is described and requested in its use), this caused the drain water and stay in constant contact with the skin. That's the reason for the burning. Regarding the other questions requested, I sent them to the sales rep. And as soon as we receive the answer I will let you know. Sent email to see if the device is coming back 9-28-16. Affiliate responded 9-29-16. I just did a new follow up to the sales rep. Requesting the answers from the additional information requested and the product status. As soon as we received any update I will inform you. Additional information received on 10-3-16: the hospital informed our sales rep. That the product won't be returned to evaluation due they recognized that the issue happened because they did not follow the product instructions of use. They also informed that it won't be returned because is under a good conditions. The adverse event occurred but it was not related to a product malfunction.